Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in the emergency room, no capture was observed. It was also noted, that the lead impedance suddenly increased. The lead was capped on (B)(6) 2019 and replaced. The patient was discharged after the procedure.

Event description:
New information received notes that the right ventricular lead was also fractured.